Event description:
The customer noticed a clenz leak of 20 cc when opening the back panel of the coulter lh 750 hematology analyzer when troubleshooting a cleaner level failure. The fluid was not contained and on the table. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer found a leak in pinch valve vl61 black stripe tubing coming off the backwash tank. He replaced tubing which was worn by the pinch valve. There were no further issues. (B)(4).